Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 76-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the logs from the event confirm that the device analyzed twice, both resulting in no shock advised - contrary to the report that the device advised a shock and did not allow the delivery of that shock. The device was fully evaluated and confirms it is capable of discharging when required and the correct conditions are met. The device has been recertified and the claim will be closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.